Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) described a thrombus attached to the atrial side of the implantable cardioverter defibrillator (ICD) lead, referring to the right atrial (ra) lead. The patient had positive blood cultures for (B)(6) and persistently elevated erythrocyte sedimentation rate (esr). The patient was treated with intravenous antibiotics. It was noted that the patient had an infectious clot on the ICD wire. The ICD system was extracted due to bacteremia. A new ICD system was implanted three days later. No further patient complications have been reported as a result of this event.